Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving large differences between sensor glucose and blood glucose readings. At the time of the call, customer reported having a sensor glucose value of 75 mg/dl and a blood glucose value of 150 mg/dl. No further information was provided.